Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to noise which was oversensed. X-ray confirmed the lead had dislodged. A revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.